Manufacturer narrative:
Follow-up #1: date of submission 10/01/15, device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2015 with the following findings:. Unable to duplicate prime issue. Multiple loss of prime warnings due to low (non-zero) force were observed in the black box history. During testing, the pump performed the ezprime steps with no loss of prime warnings occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no loss of prime warnings occurring. The force sensor calibration reading was found to be within the required specifications. The returned battery and cartridge caps were used to complete the investigation. The cartridge was also returned and was evaluated by product analysis on 9/11/2015, with no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.